Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4, b5, g3, g6, h1, h2, h3, h6, h11. Visual inspection of the returned trial found it to exhibit signs of repeated use gouged / scratched and has a piece cracked / fractured on the distal surface. Review of device history records identified no related deviations or anomalies during manufacturing. Reported event is not related to a combination of products; therefore, a compatibility review is not applicable. Review of complaint history found no additional related issues for this item and the reported part and lot combination. No medical records were provided. This complaint is confirmed via evaluation of returned device. The reported lot has been in the field for approximately 8+ years. It is unknown for how many times the device is being used. The root cause can be contributed to normal wear and tear of device. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). The product has been received by zimmerbiomet. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the bearing trial was noted to be cracked at the insert/tray margin. No patient impact reported. No additional information available.